Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage or any foreign material that may be attached or adhered to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-03625. It was reported that foreign material was noted. The target lesion was located in a coronary artery. During a percutaneous coronary intervention (pci), a 3.00mmx12mm synergy ii drug-eluting stent was selected for treatment. Initial attempts of crossing the device to the lesion were made but were unsuccessful. The undeployed 3.00mmx12mm synergy ii drug-eluting stent was then removed from the runway guide catheter, however it was noted that a "long plastic string" was attached to the stent. The physician then decided to remove the guide, wire and the stent as the concern was that the particulate was either from the stent delivery catheter or the inner lining of the guide. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-03625. It was reported that foreign material was noted. The target lesion was located in a coronary artery. During a percutaneous coronary intervention (pci), a 3.00mmx12mm synergy ii drug-eluting stent was selected for treatment. Initial attempts of crossing the device to the lesion were made but were unsuccessful. The undeployed 3.00mmx12mm synergy ii drug-eluting stent was then removed from the runway guide catheter, however it was noted that a "long plastic string" was attached to the stent. The physician then decided to remove the guide, wire and the stent as the concern was that the particulate was either from the stent delivery catheter or the inner lining of the guide. No patient complications were reported and the patient's status was good.